Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause was unable to be determined. It is likely that the hemostasis sheath was kinked which prevented proper assembly with the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2025-00334.

Event description:
The angio-seal device was used for hemostasis; however, the angio-seal device was not inserted into the insertion sheath. The device was then replaced with another angio-seal device; however, the same problem occurred with the second device. The device was therefore replaced with another angio-seal device, which was used without problem. Subsequently, hemostasis was successfully achieved by the third device. According to the physician, it may be a problem with how the artery runs or the physician may have pressed too hard. However, this was reported as the product-related cause cannot to rule out. The patient was being followed up. The type of procedure performed was hemostasis. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 8 mm.